Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report#: 1627487-2013-05208. The patient had two leads (from the same lot). It was reported, the patient was no longer receiving optimal coverage. It was also reported, the ipg was no longer holding a charge. As a result, the patient's scs system was explanted.